Manufacturer narrative:
Pump was received with cracked case at display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was cracked. Blood glucose level was 190 mg/dl at the time of the call. No further information was provided.